Manufacturer narrative:
Concomitant products: product ID evproplus-23us (serial: f105987); product type: 0195-heart valves; implant date (B)(6) 2023; explant date product ID d-evprop2329us (lot: 0011354500); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evprop2329us (lot: 0011131312); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0011481795); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (f035114), one recapture was performed using the delivery catheter system (dcs, lot no. 0011354500) due to shallow initial depth. The valve (f035114) was implanted at a final depth of 2mm under the sewing ring of the failed trifecta surgical aortic valve (sav). A gradient of 20mmhg was observed, therefore the team decided to perform a post-implant balloon aortic valvuloplasty (bav) using a 20mm true balloon. The balloon was inflated, and before deflation occurred the valve (f035114) had dislodged above the trifecta sav. The patient remained stable hemodynamically, and the valve was successfully snared and moved to above the sinotubular junction (stj). A replacement valve (f105987) and dcs (0011131312) were prepared. The dcs (0011131312) was unable to pass through the aortic arch, through the snared first valve (f035114). The second valve (f105987) was used with an evolut fx dcs (0011481795) as a bailout. The fx catheter (0011481795) successfully p assed through and deployed at an appropriate depth, with no post-dilation required. The patient finished the procedure with no further complications and a final gradient of 0mmhg. No adverse patient effects were reported.

Manufacturer narrative:
Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure into a patient with an existing non-medtronic surgical aortic valve, a pre-implant balloon aortic valvuloplasty was not performed. During post-implant dilation, the patient was rapid paced at 180bpm. In addition, there was no patient anatomy that contributed to the dislodgement. No adverse patient effects were reported.